Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. There was no problem was found with the system. As such, the root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported during the sculpt phase of a cataract extraction procedure the patient experienced a corneal burn. System messages were noted during priming of the handpiece. The handpiece had too much ultrasound in respect to its settings and the tip got hot. There was a wound gap that required sutures for closure. The patient does have corneal opacity and astigmatism. This is one of three reports from this facility for the reported event above.